Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of balloon deflation failed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-00610 pertains to the first cre wireguided catheter balloon and manufacturer report # 3005099803-2015-00611 pertains to the second cre wireguided catheter balloon. It was reported to boston scientific corporation that two cre wireguided catheter balloons were used in the pylorus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, after dilatation of the pylorus with the first balloon was done, the balloon was attempted to be deflated; however, the balloon was unable to deflate. The physician detached the balloon from the alliance ii syringe and partially deflated the balloon with a 60cc syringe. However, still not all the inflation medium was able to be removed. The device had to be removed with the endoscope from the patient and the catheter was cut at the distal end to remove it from the endoscope. The same issue occurred with the second cre wireguided catheter balloon. At this time the pylorus was sufficiently dilated and the procedure was complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.